Event description:
The customer reported leaking at the hub between male and female connections of microbore extension sets. The customer's practice involves connecting multiple sets together in order to accommodate the pump being outside the MRI room. In response to requests for additional info about this event, the customer stated only that leak was between make and female connections of 2+ microbore or 'cracked' per incident reports." Specific medication unk but possibly tpn. No pt harm or med intervention was reported. No additional pt/event info was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.